Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number and one photograph were provided for evaluation. Upon visual inspection of the photograph, the presence of bubbles in the tubing was observed. No deformation was observed in the IV set from the provided image. Based on the data from the investigation, the reported defect was confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
Event 1 it was reported to b. Braun medical inc. That an infusomat space intravenous (IV) pump set (material 363904, lot unknown) was being used to administer amiodarona on september 13, 2024. According to the complainant, air bubbles were removed from the IV line, however, the pump alarmed for air in line. Despite multiple unsuccessful attempts to resolve the alarm, the issue persisted. The user attempted to use a second infusomat space intravenous (IV) pump set, but the air in line alarm recurred. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) the investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.